Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery. The 10mmx2.50mm and 10mmx2.25mm wolverine coronary cutting balloons both ruptured on the first inflation at 8 atmospheres. The 2.50mm x 12mm nc emerge balloon and the 10/2.50 flextome cutting balloon also ruptured between nominal and rated burst pressure. The procedure was cancelled/rescheduled. The patient status was fine.